Event description:
Using tandem t slim insulin pump. Received alert message that cartridge had failed and could no longer deliver insulin and must be changed. This was second time 30 days that has occurred. Contacted tech support at tandem and advised that message indicated that there was an air leak in the cartridge which required a new delivery cartridge.